Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. The device was not in patient use. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed a test step during testing. During the evaluation of the device at the manufacturer's service center, the failed test step reported was unable to be performed. The device's active exhalation control module was replaced preventatively. A "ventilator inoperative" alarm condition was observed in the device's downloaded event log. The device's software was reloaded to address the issue.